Event description:
In 1999 staff person performed ostomy care for the client. "The client got glue (stomahesive paste) on client's finger and put iton the stoma site which entered client's stoma." Client file notes the staff person changed and/or emptied the pouch everyday and indicated that there was stool daily in the pouch. Three weeks later, client was transferred to the hospital for a psychiatric evaluaion and was later transferred to a local hospital and then another hospital witha bowel obstructive. Client was told the stoma was 75% occluded and irrigation was performed which dissolved the blockage. On the day the patient placed the stomahesive paste on client's stoma the staff person called the home health agency who advised the staff person to take the patient to the ER. This advise with not taken.